Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that diagnostics showed multiple high and low impedances. In turn, the extension was explanted and replaced to resolve the issue.